Event description:
Received information that a device marketed by the manufacture was in use at the time a patient died. The event occurred during the afternoon of 7/22/92. Patient information is not available to cpi at this time.the respiratory therapist for wayne pharmacy arrived at the patients home to provide replacement equipment. The equipment consisted of a new essex manufactured oxygen regulator, new oxygen cylinders, conserving device and canulla. The conserving device was a chad unit provided earlier by chad. During the administering of oxygen to the patient by the rt, an order was noticed (plastic type). The patient took a few breaths and developed severe difficulty, was taken to a hospital and expired. Something occurred which prevented the cylinder valve from closing. An autopsy was scheduled for 7/23/92. Currently the coroner has possession of the oxygen cylinder and regulatorinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.